Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient underwent a revision surgery due to rod breakage at left l1-2.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 869-021, 510k # k040962, was cleared in the united states. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Films supplied for review found: complex construct from thoracolumbar junction to l5, shows bilateral rod breakage at about l3 with subsequent anterior column failure. Revision included extending to sacral a/c and t11 with screws and hooks. Interbody support placed at l5 and l3.

Manufacturer narrative:
Additional info: no complaint identified with regard to the returned rod. After visual review, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The implant appears to be capable of performing its intended function.